Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The customer was sent a replacement multifunction (mfc) cable as a pre-caution. The device was recertified and returned to the customer with a warning to disregard the mfc cable used during the reported event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "ECG monitoring failure" messages. Complainant indicated that there was no patient involvement in the reported malfunction.